Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. The physician decided to replace the entire artificial urinary sphincter (aus) due to the age of the device. There were no additional patient complications reported.